Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon was unable to complete a 3d image merge using the device software. The event occurred intraoperatively. The case was completed as planned with a delay of less than 30 minutes.

Manufacturer narrative:
It was reported that it was the pre-op CT would not merge correctly with the intra-op exams performed with ziehm 3d scan. A DHR review and a complaint history review were perfroemd and did not identify any contributory factors to the event. A full analysis of data log indicates that the merge was impossible due to the several differences between the 2 exams. Indeed, too much information provided by pre-op CT are missing in the ziehm 3d scan.